Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Drill bit broke in patient's distal femur, and the piece could not be retrieved. This caused a surgical delay of 15 minutes.

Manufacturer narrative:
The device associated with this report was not returned. X-rays were not available for review. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. Previous investigations have found an overload condition is the most likely root cause. CAPA (B)(4) was initiated to investigate this type of fracture. The investigation could not draw any conclusions about the current reported event with the provided information. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.